Manufacturer narrative:
Patient information was unavailable from the site. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. They were unable to determine probable cause based on the information provided.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not connect to the sites navigation system. After trying multiple other navigation systems and multiple reboots, the imaging system eventually connected. This occurred peri/intraoperatively with 30 minutes delay to surgical time. There was no impact on patient outcome.